Manufacturer narrative:
Updated fields: h2, h11 the force feedback logs for this procedure were reviewed. The logs showed no clear indication of any issues related to the force feedback feature.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, there was bleeding from the renal artery defect. This event reportedly occurred while the surgeon was closing the defect after excising a part of a tumor from the kidney. The surgeon was using force feedback instruments during this event; the force feedback setting was on low. After the surgeon had completed the defect closure, they removed the bulldog clamp that was on the anatomy and bleeding occurred from the defect closure area. The surgeon reported that they had to turn off the force feedback feature to adequately tighten the sutures and stop the bleeding. The same instruments were used. The surgeon reported that the bleeding was minor and stopped by tightening the sutures that were already placed. The surgeon reported that the bleeding was minor, but likely would have continued if the sutures had not been tightened. This event caused a five-minute delay and the patient was reportedly fine. The surgeon expressed he was surprised how much tighter he was able to get the suture closure once the force feedback setting was turned off. No blood transfusions were provided due to this event, and the patient did well post-operatively without complications. There was no change in the patient's care plan. The patient was reportedly fine and discharged as planned.

Manufacturer narrative:
No product was returned for this complaint as the complaint is against a feature of the system. The da vinci 5 force feedback instruments user manual states, "force feedback, when using a force feedback needle driver, can be misinterpreted and lead to an insufficient amount of force when cinching a knot, resulting in critical tissue injury." The user manual also states, "it may feel that this resistance is limiting hand control movement, but controlled continuous pressure on the hand controls will cause the instruments to continue to move or apply force. Sensitivity settings can be increased, reduced, or turned off to attain the intended tissue effect. Use clinically relevant information such as visual cues when suturing in thick or dense tissue (for example, when suturing the stomach) or while cinching a knot and adjust the force feedback setting accordingly." .